Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es catheter balloon was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 7 atmospheres. The procedure was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition as good..

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and contrast in the guidewire lumen. There were multiple hypotube kinks noted. Microscopic examination of the balloon revealed scratches on the balloon 14mm from the distal tip but no tears. The device was soaked in a water bath to loosen the contrast prior to functional testing. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to its rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. There were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es catheter balloon was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 7 atmospheres. The procedure was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition as good.